Event description:
It was reported that pump displayed cartridge change error and caller could not successfully load new cartridge even after following on-screen instructions and completing new cartridge fill with support. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge and pump areas, cleaned pneumatic tap, removed pump from case, and then switched to backup insulin pump, while technical support arranged replacement pump under warranty, instructed customer to place problematic pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using provided shipping label.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.